Event description:
Pt had expired in the home while being monitored with a npb190 pulse oximeter. The pulse oximeter displays reported zeros at the time of the event. There was no info regarding the alarm status. There was no allegation of a problem with the pulse oximeter. The monitor was returned for evaluation, and all alarm functions were confirmed to be functional. The device was set for default alarm values, and the alarm silence reminder was set to on.